Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with only the proximal 11.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed via x-ray. Low sensing was noted. The lead was explanted and replaced.